Event description:
The customer received questionable tina-quant hemoglobin a1c gen.2 (hba1c) results for two patient samples. Patient sample 1 initial result was 24.06207% and was reported outside the lab. The physician requested the sample be repeated. The repeat results were 8.174603% and 7.637696%. Patient sample 2 was from a (B)(6) female. The initial result was 18.59589% and was reported outside the lab. The physician requested the sample be repeated. The repeat result was 6.431745%. The patients were not adversely affected. The hba1c reagent lot number was 680508 with an expiration date of 05/30/2014. An additional reagent lot number of 691274 was provided. The expiration date was requested, but was not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be determined. Additional information for further investigation was requested but was not provided. Based on the information provided, the most likely reason for the questionable results was related to unmixed patient samples.